Manufacturer narrative:
This complaint involved a potential (B)(6) result. The confirmation test was (B)(6) for (B)(6), indicating early (B)(6) infection. An investigation has been conducted by orgenics with the following activities and results: history record of release testing (qc) data and batch records for lot # 161005 were reviewed. No notes regarding the specific complaint of (B)(6) were found. All quality control release testing were valid and performed within specifications. Based on the results of the investigation a definitive root cause of the complaint could not be determined. As stated in the pi: "limitation of the test" section; "a (B)(6) result does not preclude the possibility of exposure to (B)(6) or infection with (B)(6)." A (B)(6) result means that (B)(6) or (B)(6) were not detected in the sample at the time of testing. Single use device.

Event description:
This complaint involves a (B)(6) result. (B)(6) rna pcr test results were (B)(6) and (B)(6) 4th generation confirmation test was (B)(6) for (B)(6). There are no additional details on the 4th generation confirmation test, attempt to gather additional information was made however, additional information was not available. According to the current data provided this event was associated with no reported impairment of the body, adverse patient outcomes or further spread of the virus.